Event description:
It was reported that during the use of the device, it lost power 15 mins into the procedure and the assisting nurse saw that the wire to the fragment basket had broken while picking the fibrin off the basket. A new 5 fr ptd device was used to finish the procedure. The pt is reported as fine. None of the lot numbers were kept by the hospital staff. Another device was opened and used successfully. There were no reported pt injuries, complications or death. A delay of 15 mins was reported, but w/o harm to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.